Event description:
It was reported that the device locked up and displayed a white screen. The service indicator was also illuminated. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.